Event description:
It was reported that intermittent occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. The customer resolved the issue by changing the infusion set and cartridge and then resumed insulin delivery. Ultimately, the customer reverted to an alternate method of insulin therapy.